Manufacturer narrative:
Concomitant products: product ID 3031a, serial # (B)(4), product type programmer, patient; product ID 3966, lot # la2997, implanted: (B)(4) 2002, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Event description:
It was reported that ¿the first one went dead in a year.¿ the patient was referring to the first lead that was implanted and then replaced on (B)(6) 2003. Additional information was requested, but was not available as of the date of this report.